Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated she went to the grocery store and was more active than usual and when she got home she tried to connect to the ins and the screen showed settings not available cannot provide your desired settings. The patient is able to decrease the stimulation, but is not able to increase on both program a and c. The patient stated she did have a fall about a week or two ago, but did not notice any change. The patient stated the controller is charged to 80% and the ins is at 60%. Additional information was received from the patient. It was reported that the patient went to the hcp office on (B)(6) and her settings were adjusted. Everything was working fine, but for the past couple of weeks the controller was still showing settings not available. The patient has been feeling a shocking sensation in the spine area for about 2 weeks. No further complications were reported.